Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, coaptation could not be determined due to receipt condition. Sections of all three leaflets appeared to have been excised during explant, likely for histopathology sampling. The sewing ring was not flat upon receipt. The sewing ring was flattened to align with the base outflow. With a calibrated caliper, the outer diameter measured at 29.44 mm which meets specification for a size 21mm avalus valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis of the valve, a conclusive cause of the device appearing larger than anticipated and being unable to be implanted could not be determined as the valve met specification measurements. The avalus sizer instructions for use (IFU) lists the following instructions with regard to sizing: "use both ends of the sizer to determine the model 400 aortic valve bioprosthesis size. The barrel sizer head is used to determine the patient¿s annulus size. The replica sizer head is used to select the appropriate model 400 aortic valve bioprosthesis size. The proper model 400 aortic valve bioprosthesis size is equal to the largest replica sizer that fits on the annulus without deforming the anatomy, allows for clearance of the coronary ostia, allows for a clear flow path as visualized through the inner diameter of the replica sizer. Determine the patient¿s annulus size by finding the barrel sizer head that fits comfortably in the patient¿s annulus. Place the replica sizer head onto the patient¿s annulus. Rotate it to match the desired valve orientation. Verify sufficient clearance exists between the replica sizer and the coronary ostia. An adequate flow path should be visible through the replica sizer head inner diameter¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant, after sizing using both ends of the 21mm sizer, it was determined the 21mm was the appropriate bioprosthetic valve for the patient's anatomy. The 21mm valve was opened and prepared for implant. The surgeon noted that sewing cuff appeared larger than anticipated, especially compared to the previous surgery earlier in the day in which another 21mm valve of the same model was used on another patient. After passing sutures through the sewing cuff and attempting to set and tie the knots down, the surgeon noticed the patient's aorta was becoming distorted and the left main was being obstructed by the sewing cuff and stent rail. The surgeon elected to explant the valve and replaced it with a different model of the same size. No additional adverse patient effects were reported.